Event description:
It was reported, that the patient with this right ventricular (rv) lead experienced dizziness. An interrogation revealed a possible rv lead outer insulation breach. There was rv oversensing and pacing inhibition approximately five seconds long. The field representative was to evaluate the rv lead. Additional information was requested from the field in, which no response was received. At this time the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).